Event description:
See maude event report: (B)(4). Per the report, the pt had breast cancer of the right breast 30 years ago and had 5 different breast implants over the years. In (B)(6) 2009, the pt underwent revision breast reconstruction of the right breast with the implantation of a mentor saline breast implant. In 2012, the pt was diagnosed with anaplastic lymphoma. The device remains implanted.